Event description:
It was reported that they weren't able to connect to the implantable neurostimulator (ins) following the implant today with two different tablets an the patient handset. The handset would start looking for a connection but would only get to about 40-50 on the connection scale and then it would drop and say no device found. The rep knew the ins was charged to 100% prior to the case today. They confirmed the correct ins was linked to the correct communicator. They were suspecting there might be some emi. The rep would follow up with the patient once they moved to a different room. The rep called back and indicated that they met with the patient and attempted to connect with the ins using the tablet but were unsuccessful. They reviewed options of trying to connect to the ins with the recharger and using the reset command in the clinician app, but they still couldn't connect. They were using v5 of the software but the handset wouldn't connect either. There were no cardioversions that they were aware of and were just implanted yesterday. They attempted to charge but were seeing the open loop charging screens, excellent coupling with a message to hold the recharger over the ins for 20 minutes. They indicated that they then got a message on the recharger app that said 4101. They attempted to reset the ins with the clinician application earlier in the day that did not resolve the telemetry issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the communication issues. The cause has not yet been determined, as the internal engineering team is still investigating the issue. The event was referred to the engineering team for further discussion with neurosurgery (ns). The issue has not been resolved and additional time is needed for further action. This information has been confirmed and provided by the physician.

Manufacturer narrative:
The returned device (b35300 s/n:(B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported new battery was implanted the same day the old battery was explanted. Battery was explanted (B)(6) 2025. The replaced battery is working properly.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.